Event description:
The account reported the nurse call was not functioning from the side rails. The bed is located in the storage area of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found the communication cable was not properly seated in the board. The tech reseated and attached the communication cable to the sidecom board to resolve the issue. Based on this info, no further action is required.